Manufacturer narrative:
(B)(4). The insulin pump was received with a completely broken reservoir tube lip and missing reservoir tube retainer. The device was unable to perform any of the functioning tests due to the damages.

Event description:
It was reported that customer had reservoir compartment that came off on insulin pump. The customer¿s blood glucose level was 213 mg/dl. Customer was assisted with troubleshooting. Customer states the pump has cosmetic damage. Customer states when removing reservoir from pump, the reservoir compartment had breakage and top ring of the reservoir compartment came off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.